Manufacturer narrative:
The device analysis report is attached. This report is submitted on september 17, 2021.

Manufacturer narrative:
This report is submitted on june 18, 2021.

Event description:
Per the clinic, the patient was hospitalised (date and duration not reported) due to an infection (cellulitis) around the implant site and was subsequently treated with oral and IV antibiotics (date and duration not reported), however, the issue did not resolve. The device was explanted under general anaesthesia on (B)(6) 2021, due to splitting of skin around the implant that was causing active discharge.